Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that a scheduled transmission review showed a signal artifact monitor (sam) episode was triggered due to noise, involving this right ventricular (rv) lead. This was noted to have been observed during the last office interrogation. The patient underwent an unspecified procedure on the date that the noise was observed, where the related device was removed from the pocket. The minute ventilation (mv) was disabled; however, the current programming is mv passive, which was immediately programmed after the episode occurred. It was also noted that the sam episode did not show up on the report transmitted in june. Additionally, the latitude (remote monitoring) report shows that high, out of range shock impedances greater than 200 ohms was observed, and high out of range pacing impedances greater than 3000 ohms was observed. No additional adverse patient effects were reported. Additional information: a good faith effort was submitted to the field to obtain additional details regarding the reported issues. The field representative indicated that in (B)(6) 2023, the patient underwent surgical intervention due to developing a hematoma, which required the pocket to be evacuated. During this procedure, the related device was removed from the pocket and turned off, which is the reason for the reported issues. This lead and the device remain implanted and in service.